Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty cycler and the patient¿s adverse event(s) of vomiting and dehydration which warranted hospitalization. The etiology for the patient¿s vomiting is unknown; therefore causality cannot definitively be determined. However per the rn on 5/sep/2018, the patient has a long standing history of nausea and vomiting. The dehydration was reportedly caused by the frequent episodes of vomiting experienced by the patient. It is known however, that patients with renal failure commonly experience gastrointestinal complications. At the time of this clinical investigation, there have been no reported allegations or documentation indicating the liberty cycler caused a serious adverse event(s). In addition, there is no evidence the liberty cycler malfunctioned or failed to perform as expected in relation to the event(s). However, given the patient¿s pd prescription was altered during the hospitalization; a possible contributory role cannot be excluded.

Event description:
During follow-up for a separate event it was reported the patient was hospitalized on (B)(6) 2018 through (B)(6) 2018 for vomiting and dehydration. Reportedly the patient¿s frequency of vomiting resulted in the patient¿s dehydration. Although the exact cause of the patient¿s vomiting is unknown, the patient is known to have a long standing history of gastrointestinal (gi) complications; including nausea and vomiting. The patient utilized only 2.5% delflex solution for pd therapy prior to the hospitalization; however utilized 1.5% and 2.5% dextrose solution while hospitalized. It was recommended this prescription change should be continued post hospitalization. The discharge summary is currently unavailable, thus the hospitalization and discharge disposition of the patient are unknown. However, the patient is reportedly recovering and continuing with pd therapy without issue.